Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Intermittently cuts off additional information per mps response, "the gap of the implant can be seen between the distal cut and the femoral component. We cannot yet identify the cut that is causing the problem. At the moment I am trying to track everything we do and check all the cuts with the planar probe to identify the problem in more detail. Most of the time most of the cuts are <1mm deep with the planar probe and the anterior cut is 1-2mm proud. Yesterday the distal cut had a small ridge in the middle even though we cut away all the green." Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: performed all related tests, but did not find any issues. There were reported problems with the power to the mako, so we are monitoring this further. Afterwards did a full pm, and all required tests passed successfully. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob2249 was inspected on (B)(6) 2023 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n (B)(4), robot number: rob2249 shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Intermittently cuts off additional information per mps response, "the gap of the implant can be seen between the distal cut and the femoral component. We cannot yet identify the cut that is causing the problem. At the moment I am trying to track everything we do and check all the cuts with the planar probe to identify the problem in more detail. Most of the time most of the cuts are <1mm deep with the planar probe and the anterior cut is 1-2mm proud. Yesterday the distal cut had a small ridge in the middle even though we cut away all the green." Case type / application: tka.